Manufacturer narrative:
Patient was born in 1947. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the dbs patient developed an abscess above the left ear near the plug connection which was moderate in severity. The abscess was treated with prescription antibiotic salve and resolved. The event was assessed as causally related to the procedure and the device hardware and not related to the stimulation.